Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection was performed. The introducer sheath was inspected and no anomaly was noted. The twist lock had been opened. The pusher wire was inspected and the interlocking arm was bent. The coil was not returned. A microscopic inspection was performed. The interlocking arm of the pusher wire was bent. The dimensions that could be measured were found to be in specification. No other issues or defects noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade¿ microcatheter) with one or two radiopaque (ro) tip markers.¿ (B)(4)

Event description:
Reportable based on device analysis completed on 07dec2015. It was reported that the coil was detached and became stuck in the microcatheter. A 2mm x 4cm interlock was selected for use. During the procedure, it was noted that the coil detached. They attempted to remove the coil, however, the coil got stuck in the non-bsc microcatheter. No patient complications were reported. However, device analysis revealed that the coil was not returned.